Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fall off is confirmed, half of the adhesive liner was found still attached to the pad, this finding could contribute to the device fall off.

Event description:
The patient mentioned that she applied a v-go 30 on 11/25 and it came loose when she woke up in the morning on 11/26.